Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06023. It was reported the patient is experiencing intermittent pain at her ipg site. The patient describes it as a sharp, stabbing pain occurs in her lower back above the ipg site. The patient also reported experiencing intermittent pain near the lead site. The patient described it as a tightening like muscle pain occurs very near the paddle site. X-rays of the leads and ipg were taken and appear to be normal. The patient was treated with multiple medications to help with this pain, but have been ineffective.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.